Manufacturer narrative:
The fe investigated the instrument for the reported issue. The fe found that the collet at position 4 was bent. Fe replaced the collet at position 4. The fe performed splld checking procedure and tested the summit with oas user software. The instrument was tested without problem and returned to expected operation.

Event description:
The ortho summit sample handling system instrument reportedly did not pipette sample and did not generate an error message. No death or serious injury was associated with this incident. (B)(4).